Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01523, 1627487-2021-12862. It was reported that during a lead revision procedure on (B)(6) 2021, (manufacturer report number 1627487-2021-02140), physician was unable to implant new percutaneous leads due to patient anatomy. Subsequently, physician attempted to implant a new paddle lead, but diagnostics indicated loss of stimulation. As a result, the new paddle lead was also not implanted, and the procedure was abandoned.